Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that during an implant on (B)(6) 2018, the distal portion of the selectra broke and remained undetected in the v. Cava superior. During a coronary angiography in another hospital on (B)(6) 2018 the portion was found and removed successfully. The lot number is unknown so the manufacture date is unknown as well.

Manufacturer narrative:
The distal fragment of the selectra ic-50-59 was returned and subjected to an extensive analysis. The visual inspection of the tube fragment showed that the catheter was torn off 16 cm proximal to the catheter tip. Based on the morphology of the of the fractured edges and the deformations of the catheter fragment, it is reasonable to assume that the slitter tool deviated from the longitudinal direction during the slitting process and jammed, resulting in the described tearing off of the catheter tip. The slitter tool which was used during the slitting process was not provided for further investigation. The analysis of the available selectra fragment did not reveal any sign of a material or manufacturing problem.